Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. The event of an end of life message was reported to abbott. An error message displaying ¿replace generator soon", "the generator is approaching its end of service and will need to be replaced soon. Contact your physician to schedule a replacement.¿ when patient was trying to connect to the ipg. No further intervention planned at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that programmer displayed the message "replace generator soon. The generator is approaching its end of service and will need to be replaced soon. Contact your physician to schedule a replacement." It was noted that patient used 24/7 tonic stimulation. Patient is now using burst stimulation for now. Surgical intervention may be undertaken to address this issue.